Event description:
It was reported that during usae in a procedure at the user facility, the device was overheating and burned the patient with 2nd degree burn. The patient was treated with ointment to the area. The procedure was completed successfully without a clinically significant delay.

Event description:
It was reported that during usae in a procedure at the user facility, the device was overheating and burned the patient with 2nd degree burn. The patient was treated with ointment to the area. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.